Manufacturer narrative:
Pre and post procedure, the enterprise was fully expanded and apposed to the vessel wall and in a stable position. No coil was protruding into the parent artery, and after the procedure, the aneurysm occlusion was raymond class value of 3. The specifics of the antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2010 and clopidogrel sulfate 75mg/day: (B)(6) 2010, heparin 5000u: (B)(6) 2010 (during the procedure), and argatroban hydrate 60mg/day: (B)(6) 2010. The saccular aneurysm measurement at the neck 7.3 mm and the neck to sac ratio was 7.3 mm /9.4 mm, and the parent vessel size/diameter proximally was 3.0mm and distally was 2.8mm. A cd copy of the procedure was not available. No further information was available. Concomitant medical products: prowler select plus 606-s255mx (lot unknown) microcatheter (mc) x2, excelsior/boston scientific mc, chinkai/asahi guidewire (gw), intec radifocus gt guide wire/terumo), orbit mini complex fill tdl 637mf0410 (total: 3), orbit mini complex fill tdl 637mf3509, orbit mini complex fill tdl 637mf3575, orbit mini complex fill tdl 637mf0306 (total:2), deltaplush 10 /micrus (total: 2), and presidio 10 /micrus. This is three of several products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00327, 1058196-2011-00328, 1058196-2011-00329, 1058196-2011-00330, and 1058196-2011-00331. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that the day after the index procedure, this (B)(4) study patient had catheter tracking difficulty during the procedure and then the next day had thrombosis in device and suffered a left sided cerebral infarction. This is a (B)(6) female with unknown medical history. The study indicated that the procedure was coil embolization assisted with an enterprise vrd (B)(4) and orbits coils. The target lesion was an intracranial vertebral artery aneurysm. The saccular unruptured aneurysm neck was 7.3 mm and the neck to sac ratio was 7.3 mm /9.4 mm. The parent vessel size/diameter proximally was 3.0mm and distally was 2.8mm and described as tortuous. Prior to the index procedure, the patient was not admitted with neurological deficits, however the modified (B)(6) before the procedure was 1, 6 days after the procedure was 4, and 2 months after the procedure was 1. The site noted that the modified (B)(6) prior to the procedure was 1, but no further information was provided. A guidewire was used with the envoy and micro catheters during positioning, and aside from inserting the guide, there were no other issues during the procedure. The physician considered that thrombus could be formed in the aneurysm due to the stent and the coil located at the entrance of pica, and also due to that it took long time to insert the guide catheter (envoy (B)(4)/lot unknown) because of the tortuous vasculature. Devices utilized consisted of a prowler select plus (B)(4) (lot unknown) microcatheter (mc) x2, excelsior/boston scientific mc, chinkai/asahi guidewire (gw), intec radifocus gt guide wire/terumo), orbit mini complex fill tdl (B)(4) (total: 3), orbit mini complex fill tdl (B)(4), orbit mini complex fill tdl (B)(4), orbit mini complex fill tdl (B)(4) (total:2), deltaplush 10 /micrus (total: 2), and presidio 10 /micrus. Asa, plavix, heparin and argatroban and were used in the anticoagulation medication regimen. Prior or during the procedure, thrombus was not noted at the site. Pre and post procedure, the enterprise was fully expanded and appose to the vessel wall, and no coil was protruding into the parent vessel. The residual flow into the aneurysm was raymond class was 3 after the procedure. The bp 124/75 mmhg and the pr was 85 bpm. A cd copy of the procedure was not available. The day after the procedure, the patient was admitted with left side cerebellar infarction (posterior inferior cerebellar artery) exhibited by dizziness and ataxia of the left side. Additionally, dizziness and ataxia of left side body were also developed. No treatment was provided, and the patient's recovery was confirmed two months after the onset of the event. No further information was available. The index devices remain implanted thus unavailable for analysis. There is no sterile lot numbers available for the coils or guiding catheter, thus no DHR could be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an anticoagulation and antiplatelet medication regimen. Ischemic cerebral infarction is a well-known potential adverse event associated with the cerebral aneurysm stent and embolic coil implantation procedures. Infarction is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the cerebral arteries and target aneurysm sac produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are procedural issues that may have contributed to the adverse events experienced by the patient, specifically the length of time for catheter manipulation and device delivery and well and medication regimen that may have contributed to the reported thrombosis and infarction. This is 3 of several products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00327, 1058196-2011-00328, 1058196-2011-00329, 1058196-2011-00330, and 1058196-2011-00331.

Event description:
The report from the clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812) and orbits coils of an aneurysm in the intracranial vertebral artery, and one day after the procedure the patient was admitted with left side cerebellar infarction (posterior inferior cerebellar artery) dizziness and ataxia of the left side. Additionally, dizziness and ataxia of left side body were also developed. No treatment was provided, and the patient's recovery was confirmed two months after the onset of the event. The physician considered that thrombus could be formed in the aneurysm due to the stent and the coil located at the entrance of pica, and also due to that it took long time to insert the guide catheter (envoy xb 670-260-00b/lot unknown) because of the tortuous vasculature. Prior to the index procedure, the patient was not admitted with neurological deficits, however the modified rankin scale before the procedure was 1, 6 days after the procedure was 4, and 2 months after the procedure was 1. Prior or during the procedure, thrombus was not noted at the site.